Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed that the device had malfunctioned. As per patient's mother, no deterioration of hearing performance with the device was observed.

Manufacturer narrative:
Additional information: according to the received information, the patient is still able to hear via the implant, but in-situ measurements are not possible, as a connection between implant and dib coil (measurement coil) could not be established. Currently the reasons for this symptom can not be determined. Should additional relevant information be received, further investigation will be performed.

Event description:
It was reported that in-situ testing showed that the device had malfunctioned. As per patient_s mother, no deterioration of hearing performance with the device was observed. As per new information received the patient is still hearing properly but in-situ measurements have not yet been performed.